Event description:
This device was used in a sudden cardiac arrest event on a female pt in a nursing home, in which the pt did not survive. The end user reported that the device did not issue any prompts following the apply pads prompt. Further info from the end user revealed that the device was not stored with the pad-paks inserted as recommended.